Manufacturer narrative:
Section d4: additional information. UDI provided.

Manufacturer narrative:
Investigation summary: the reported event of the driveline locking mechanism not releasing was confirmed via the conducted investigation. The returned system controller failed preliminary testing due to arriving in a disassembled state. The controller was completely disassembled and was found to contain fluid ingress throughout the entirety of the driveline connector. The driveline connector was reassembled in the controller and the controller was sealed. The driveline was inserted, and the pump began to run at appropriate speeds. The fluid ingress did not affect the controller¿s ability to operate the pump while connected to the driveline. One log file (88262009) was collected, containing 240 events. The driveline was attempted to be removed; however, the driveline connector¿s release mechanism would not free the driveline. The controller had to be disassembled once more to remove the driveline from the controller. One log file (88262009) was downloaded for review, containing 240 events spanning approximately 22 days ((B)(6) 2019 ¿ (B)(6) 2019 per timestamp). On (B)(6) 2019 at 09:34:28, the driveline was disconnected to exchange the controller. The root cause of the driveline locking mechanism not releasing was conclusively determined to be due to the fluid ingress present in the controller. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. Approximate age of device ¿ 2 years 8 months (the age is calculated from the date of implant to the event date.). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the driveline release button of pocket controller (B)(4) was not functioning during on site evaluation. The customer was unable to remove the driveline from the pocket controller. Pocket controller (B)(4) was disassembled to disable the locking mechanism to allow the driveline to disconnect. Pocket controller (B)(4) was replaced.